Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in ireland. It was reported that the patient experienced pooling of medication due to infusion set leakage, which led to infusion site infections. Due to the pooling, the patient trialed both 6 mm and 9 mm cannulas, and multiple insertion sites including the back of the arms, abdomen, and thighs, all of which resulted in sore or infected infusion sites. Since (B)(6) 2025, the patient has required three courses of antibiotics for infusion site infections. The patient currently has very sore sites on the abdomen and arm. No further information available.